Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in united states on (B)(4) 2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced essure device left side was placed through the cornua and device was left in place due to difficulty removal. No information given on patient's history, past drugs and concurrent conditions. It is not reported whether the patient received any concomitant medication. On (B)(6) 2014, the patient had a laparoscopic tubal ligation performed subsequent to essure device in the left side was placed through the cornua and device was left in place due to difficulty removal. The outcome of the events essure device left side was placed through the cornua and device was left in place due to difficulty removal was unknown. No assessment was given. Ptc investigation result was received on (B)(4) 2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect at this time. Medical assessment: the reported events are not indicative of a quality defect per se. In this particular case a usability issue (device difficult to use) was reported. No batch number was reported. Without this information neither a technical batch evaluation nor a batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. Due to lack of sample return and any valid batch information the rqu was unable to confirm any quality defect and therefore concluded unconfirmed quality defect. In summary, there is no suspicion of a quality defect based on this report. The reported usability issue will be subject to post marketing surveillance monitoring. Follow-up received on 09-jun-2014: the required number of follow-up attempts have been made, with no response to date. Follow-up information received on 13-feb-2015 from physician: patient was (B)(6). She had one previous pregnancy with emergency cd (cesarean delivery) for fetal indications. She had no history of abnormal pap tests, cervical procedures, d&c (dilation and curettage), uterine surgeries or other abdominal or pelvic surgeries. She was obese (bmi of 35.3 at the time of essure insertion), had high anxiety, hypertension (htn) well controlled, abnormal uterine bleeding and wanted an endometrial ablation (purpose of sterilization was to proceed with ablation). On (B)(6) 2013, essure was inserted with lot number b40022 right tube (expiration date 01-jun-2016), and b34593 left tube (expiration 01-may-2016). Patient was not postpartum. During the procedure, which was performed under general anesthesia with toradol on call to or (operative room) for tubal spasm prophylaxis, cervical dilation was used. The uterus was not sounded. Hysteroscopy was performed and the bilateral coils were placed easily with 4 coils trailing on right and 6 on left. Force was not used to insert the devices bilaterally. Tubal ostia were easily seen as patient was on depo provera for 1 month prior to scheduling. She was positive for endometrial polyps so endometrial biopsy was done after the essure coils were placed. The fluid deficit for procedure was 0cc. Procedure was normal time limit at approximately out of or in less than 30 min. Ebl (estimated blood loss) was 3 cc. Patient continued on depo provera until the hysterosalpingogram (hsg) to confirm closure was performed. Hsg was attempted on (B)(6) 2014 under usual circumstances and was not successful due to patient's intolerance. Later, hsg was completed by the interventional radiology department under conscious sedation on (B)(6) 2014 and both coils were found malpositioned. Right coil appeared to be in the pelvic cavity and left coil was partially in the left tube. There was bilateral contrast spillage to peritoneum and both tubes filled with contrast. Patient was treated with doxycycline for 10 days. Patient did not have any symptoms that were concerning for pain or infection postoperatively and was seen 1 week after the procedure. She was taken to the or for laparoscopy btl (bilateral tubal ligation). During the surgery, physician was unable to find the right coil on abdominal and pelvic exploration. The left coil was seen to be protruding from the cornua and was lying along the cephalad part of the tube, covered in serosal tissue. After discussion with the essure representative and evaluation, decision to leave coil rather than open the cornua to remove the coil with possible increase bleeding and damage with possible hysterectomy. Proceed with laparoscopic btl by filshie clips. Patient had a cervical laceration at the time of this surgery and endometrial ablation was aborted. Patient is currently not sexually active and had the ablation completed recently. Case upgraded to incident. Product technical complaint investigation was updated on 24-feb-2015: the final assessment was: for lot #b34593, the production date is may-2013 and expiration date is may-2016. For lot #b40022, the production date is jun-2013 and expiration date is jun-2016. The complaint narrative indicates a perforation event with the perforated implant left in place. Since no product was returned for investigation, they were unable to perform an investigation of the actual device involved in this complaint. Typically, they would inspect the micro-insert to look or any manufacturing deficiencies. In this case, they conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. They were unable to confirm any quality defect or device malfunction at this time. The medical assessment was: this ptc was initiated due to a usability issue. The batch documentation of the reported batches was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. No similar ae case reports have been received to date in relation to the reported batches b34593 and b40022. No batch signal could be identified. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report; refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and at hysterosalpingogram (hsg) right coil appeared to be in the pelvic cavity and left coil was partially in the left tube. She was submitted to a laparoscopic surgery and during the procedure, physician was unable to find the right coil on abdominal and pelvic exploration. The left coil was seen to be protruding from the cornua and was lying along the cephalad part of the tube, covered in serosal tissue. This coil was left in place and physician performed a tubal ligation. The reported events, interpreted as device dislocation and fallopian tube perforation, were considered serious due to medical importance and are listed according to essure's reference safety information. Uterine/fallopian tube perforation may occur with any trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage); including insertion of a fallopian tubal occlusion insert (essure). If a complete perforation occurs, essure can be found in the abdominal cavity as it perforates the whole fallopian tube wall. In this particular case, physician reported an easy essure insertion. Although the exact mechanism of the reported events is unknown, given their nature a causal relationship with suspect insert cannot be excluded. This case was considered an incident due to the reported intervention. Product technical complaint (ptc) analysis for the reported batches b34593 and b40022 concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.